Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The unit was received stuck in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. The following physical damage was also noted: cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during the prime process. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.